Event description:
A US distributor contacted ZOLL to report that the patient developed an open wound from the uCor HFAMS Patch. The patient described the area as a red, raised bruise with burning, itching, stinging, and sharp pain and broken skin under the hydrogels of the patch. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The outcome of the wound is unknown.

Manufacturer narrative:
Not Applicable.